Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to mechanical jam with the vessel locator wings may include, but are not limited to, the vessel locator not placed against the surface of vessel during plunger deployment; flex-guide not held in alignment with body of device and the angle of tissue tract prior to and during depression. The difficulty with the vessel locator wings likely contributed to the resistance during removal. The reported treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a starclose device after an interventional uterine fibroid embolization procedure with an 6f sheath. Reportedly, after depressing the plunger, initially number ¿2¿ was visible in window and the device clicked as if it deployed. However, no resistance was felt when pulling the device back against the vessel wall as the vessel locator wings were not opened. It was noted that the physician had to complete step 3 and step 4 to split the sheath and get the device out, as the device was trapped inside the patient and wouldn't release. No tissue damage was observed when the device came out of the vessel. Manual compression was used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.